Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log did note identification of the reported issue, but no nonconforming product was identified related to the reported issue. The direct cause was determined to be use error and tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. If any additional relevant information is obtained or any other additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:02:40.during night drain cycle eight, the patient's ultrafiltration reading was 2383ml, indicating the home patient (hp) drained 1943ml more than their maximum programmed fill volume of 2200ml. No additional information is available.